Event description:
Reportedly, the white trocar became lose during insertion of the eea stapler. When the instrument was placed in the rectum, the dr. Could feel the trocar but could not remove it. The anastomosis was performed by hand. The trocar is still in pt and the dr. Feels the trocar would remove itself, the pt is being sent home. The surgeon has stated that the trocar blunt side will come forward; thus not causing any issues. Procedure: low anterior resection.